Manufacturer narrative:
(B)(4). Study: e7089 short term pancreatic stenting. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the advanix&#10256;pancreatic stent implanted in the patient's pancreatic duct on (B)(6) 2015 as part of e7089 short term pancreatic stenting, was removed on (B)(6) 2015 due to pain. According to the complainant, the patient had a history of acute pancreatitis of any etiology and the patient's pancreatic duct was categorized as "pancreas divisum" based on the intraprocedure pancreatogram performed prior to stent placement. On (B)(6) 2015, the patient underwent pancreatic stent placement to treat post endoscopic retrograde cholangiopancreatography (ercp) pancreatis. A prior biliary and pancreatic sphincterotomy were not performed and the previously implanted pancreatic stent was not removed at the time of the procedure. A biliary sphincterotomy was not performed and a biliary stent was not placed during the stent placement procedure; however, pancreatic sphincterotomy without pancreatic duct dilation was performed. Contrast was also injected into the entire length of the pancreatic duct until the tail of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix pancreatic stent was satisfactorily implanted across the stricture. On (B)(6) 2015, during the 48 hour follow-up, there were no device or procedure related serious adverse events or acute pancreatitis reported. The patient's izbicki pain score was taken and measured 60 on the visual analog. Reportedly, at the time of follow-up, the frequency of the pain attacks was several times a month and the patient was not using any analgesic medication. However, on (B)(6) 2015, the patient was hospitalized due to an onset of pain, which measured 50 on the izbicki pain score. It was also reported that the frequency of the pain attacks were daily. On (B)(6) 2015, the advanix pancreatic stent was removed endoscopically using a snare and the event was considered resolved as on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that the advanix¿ pancreatic stent implanted in the patient's pancreatic duct on (B)(6) 2015 as part of e7089 short term pancreatic stenting, was removed on (B)(6) 2015 due to pain. According to the complainant, the patient had a history of acute pancreatitis of any etiology and the patient's pancreatic duct was categorized as "pancreas divisum" based on the intraprocedure pancreatogram performed prior to stent placement. On (B)(6) 2015, the patient underwent pancreatic stent placement to treat post endoscopic retrograde cholangiopancreatography (ercp) pancreatis. A prior biliary and pancreatic sphincterotomy were not performed and the previously implanted pancreatic stent was not removed at the time of the procedure. A biliary sphincterotomy was not performed and a biliary stent was not placed during the stent placement procedure; however, pancreatic sphincterotomy without pancreatic duct dilation was performed. Contrast was also injected into the entire length of the pancreatic duct until the tail of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix¿ pancreatic stent was satisfactorily implanted across the stricture. On (B)(6) 2015, during the 48 hour follow-up, there were no device or procedure related serious adverse events or acute pancreatitis reported. The patient's izbicki pain score was taken and measured 60 on the visual analog. Reportedly, at the time of follow-up, the frequency of the pain attacks was several times a month and the patient was not using any analgesic medication. However, on (B)(6) 2015, the patient was hospitalized due to an onset of pain, which measured 50 on the izbicki pain score. It was also reported that the frequency of the pain attacks were daily. On (B)(6) 2015, the advanix¿ pancreatic stent was removed endoscopically using a snare and the event was considered resolved as on (B)(6) 2015.